Event description:
The customer's wife reported via phone call that the customer had been experiencing high blood glucose. The customer's blood glucose was 460 mg/dl. While troubleshooting, the customer explained that he did not experience any symptoms related to his high blood glucose. The customer treated the high blood glucose with a manual injection. The customer stated that the drive support cap appeared normal. The customer further stated that there were no air bubbles or leaks present in the infusion set or reservoir. The customer stated that he would contact his healthcare provider the day after. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.